Event description:
It was reported that the patient had high pacing thresholds; epicardial threshold had risen from 1.0 v @ 0.4 to 3.75 v @ 0.4 ms. The physician elected to place a new epicardial lead.